Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked right at the point where it sets in the chamber of the IV pump.

Manufacturer narrative:
Continued from d.11:250ml b braun bag lot j9l146 exp 09/21, *0.9% sodium chloride injection* additional information added; d.10, & d.11. Correction; h.6. (Patient code). The report of a tubing leak was confirmed based on the observed damage on the as-received set and was due to a tear in the silicone. The primary set, was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components a tear on the silicone tubing was observed near the upper fitment functional testing was performed on the primary set. Gravity testing yielded a leak from the tear in silicone tubing that was noted during visual observation. Pressure testing yielded the same leak from tear. The root cause of the damage was not identified.

Event description:
It was reported from the m/s that the tubing leaked right at the point where it sets in the chamber of the IV pump. There was a delay in patient care due to medication loss since the nurse was unsure how much of the medication the patient had actually received from the hanging bag. The nurse worked with others to decide how much more medication to give this patient. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.